Event description:
This balloon device is a dissector. It is inserted and inflated to create a work space. The balloon did not inflate enough to create an expected work area for the surgeon. Manufacturer response for balloon device is a dissector, pdb auto suture kidney shape balloon (per site reporter): sales rep was told to contact operating room supervisor.